Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
Doctor called on behalf of a customer to report that the customer was admitted to the hospital with dka (diabetic ketoacidosis). The doctor said that the customer's blood glucose (bg) was greater than 500 mg/dl. The doctor did not want to give any other info and just said thank you and hung up before any more info could be obtained.